Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis and subsequently passed away. The cause of death was reported to be due to pancreatitis. The peritonitis was manifested by abdominal pain. The same day as onset, the pt was hospitalized for the peritonitis. The patient was not on antibiotics or steroids prior to being diagnosed with the fungal peritonitis. Treatment for the peritonitis was unknown (unk). The cause of the peritonitis was unk. On an unk date during hospitalization, the pt experienced pancreatitis, reported to be caused as a complication from the fungal peritonitis. Subsequently the pt died from the event. The pt had not recovered from the peritonitis at the time of death. It was unknown if an autopsy was performed. The pt was not discharged prior to death and dianeal therapy was ongoing until the time of death. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient was hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents for potentially associated lot numbers h13h03044 and h13j19013 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. Same patient as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted